Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. There was no report of harm/injury the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. The manufacturer received additional information alleging the patient also have pulmonary fibrosis. The medical intervention was not specified. Section b1, b2,g3, h1, h6 are updated in this report.